Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited noise on the screen. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the image is normal after replacing the ultrasound plug unit and cable. The root cause is likely traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.